Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and compromised force sensor system alarm during the prime test due to faulty force sensor resistor. The insulin pump passed the stop current and run current test. Analysis was unable to perform the self test, unexpected restart error test, displacement test, occlusion test and no delivery test due to motor error alarm. The motor passed motor test. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that the insulin kept coming out. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.